Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while it was drawing labs from a patient¿s port, the transfer device was attached, drew the blood samples, and removed the transfer device. When it was then tried to flush the port, the saline did not go into the hub at all. They checked the transfer device and saw that the small tip had broken off inside the end of the patient¿s port hub. They were able to replace the hub, and the port was not harmed. There were a patient involvement. And no reported patient harm.